Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there were sensor issues. The sensor was inserted into the abdomen. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of sensor issues through connection loss. A root cause could not be determined via data. The reported issue of sensor issues is reportable based on the finding of permanent connection loss.